Event description:
Subsequently to the previously filed report, the device was returned to abbott vascular in a deployed condition with the wings open. Additional information was received: the exchange sheath was connected without issue and was inserted into the anatomy without issue. Reportedly, the starclose se device could not be advanced after inserting into the artery. The device not deployed and was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The starclose se device was manipulated and deployed post procedure, outside the patient. The plunger was pushed in and the vessel locator wings were opened. The safety release button was pressed; however, the wings did not collapse. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty advancing the device into the patient anatomy could not be replicated in a testing environment. The reported mechanical jam with the safety release button was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. It is unknown if the calcification would have contributed to the reported event. A conclusive for the reported difficulty advancing the device into the patient anatomy could not be determined. The reported mechanical jam with the safety release appears to be related to a potential product quality issue due to the observed mislocated release rod spring. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic procedure. Reportedly, the starclose se device could not be advanced after inserting into the artery. The device was removed and not used. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.